Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear in the anterior capsule. The surgeon was unsure when the tear occurred and stated the tear was not present during capsulorhexis, but was noticed after the lens was removed. The tear was anterior only and a standard lens was used to complete the procedure with no further harm to the patient.